Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. No product evaluation was performed since the graft remained implanted. Results: a review of the device history records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the mechanical characteristics (suture retention testing strength at 45 degrees and 90 degrees, and longitudinal tensile strength) on the same fabric as the complaint device indicated values well within product specifications. Please note that the device was not used in an approved indication. Conclusion: no conclusion can be drawn. However, the testing performed would tend to indicate that the device was not defective.

Event description:
The pt underwent a reconstruction with dacron loop procedure in the right shoulder on (B)(6), 2011. It was reported a tear of the device. The physician repaired the device and completed the procedure with this device. There was no reported pt injury and the graft remained implanted in the pt.